Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 457 mg/dl, with unspecified positive ketones. Customer support (cs) review of the pump found no issues or discrepancies and the patient continues on the pump. Cs advised reporter to check insulin and review settings with the health care provider. This complaint is being reported as the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.